Event description:
Procedure type: gastrectomy. According to the reporter: on (B)(6) 2012, a total gastrectomy was performed without complications. No injuries to the pt. No extension of the surgery time by more than 30 minutes, no blood loss of more than 250cc, no unanticipated loss or irreversible damage to vascular tissue, nothing fell into the pt cavity. Hydropneumatic control after having used the eea stapling produced negative results. X-ray and CT at 7 days produced negative results. On (B)(6) 2012, the pt, due to critical conditions (blood loss), was brought back to the operating room. The situation found was dehiscence of the anastomosis (anterior). The pt died. The pt died in operating room after re-operation. A copy of the operative report has been requested, but will not be provided. No autopsy was performed. No other MFR's reinforcement material was used in conjunction with the eea stapling device. Cause(s) of death listed on the death certificate is reported to be protected info.

Manufacturer narrative:
(B)(4).